Event description:
It was reported that the non-device dependent patient presented remotely via merlin.net transmission with episodes of non-sustained right ventricular oversensing. The patient was brought into the clinic, upon interrogation of the device, oversensing was not observed. Isometrics were performed and could not reproduce the noise. The patient was discharged and would be monitored remotely. The patient was stable pre, during and post interrogation.